Manufacturer narrative:
The complaint of high impedances was confirmed through product analysis. Visual and x-ray inspection of the lead revealed that multiple cables were completely broken at the bent/kinked location of the lead. It was noted that there were no exposed cables at the fracture location. Taking all available information into consideration, the investigation concluded that the lead was kinked after it exited the clik x anchor. Therefore, the most probable root cause was traced to component failure.

Event description:
A report was received that the patient needed a magnetic resonance imaging (MRI), but the patient experienced high impedances on several contacts. New programming with good coverage could not be found for the patient, so the patient underwent a revision procedure to replace a lead. The new lead was placed in the same position as before. The patient was doing well postoperatively. The explanted lead is expected to be returned to bsn for analysis.

Event description:
A report was received that the patient needed a magnetic resonance imaging (MRI), but the patient experienced high impedances on several contacts. New programming with good coverage could not be found for the patient, so the patient underwent a revision procedure to replace a lead. The new lead was placed in the same position as before. The patient was doing well postoperatively. The explanted lead is expected to be returned to bsn for analysis.